Event description:
It was reported that a continu-flo solution set has particulate matter inside of the set. There was no patient involvement; therefore there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4) - exact date of event is unknown.the device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4):this report is a duplicate of report number 1416980-2013-05740. All further reporting will be addressed in manufacturer report number 1416980-2013-05740.